Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument's jaws would not close. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred on the first clip application attempt. The surgeon was attempting to clamp on a vessel or tissue bundle with the medium/large hem-o-lok clips. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The issue was resolved by using a back up instrument. There was no harm or injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed. The instrument was found to have a bent grip and the tip did not align with the other grip. The complaint was confirmed based on failure analysis.